Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Through the endoscopic working channel, it was installed on the oa-8.5 pusher along the metii guide wire to bile duct, but it is difficult to enter the bile duct. It was difficult to reach the desired location and user retracted from patient, it was found that the stent tip kink and unusable. Successfully completed the procedure by changing another same rpn device. Patient/event info - notes -please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Room temperature, indoor with no direct sun light. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* metii-35-480. What was the target location for the stent? Left hepatic duct. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes ( no damage). Was the device at the centre of the complaint inspected for damage prior to use? Yes. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? With another same rpn device. Had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus jf260. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? Yes. How did the physician determine the length of the stent to be used for the procedure? Measure under x-ray. Where was the stricture located in the duct? Porta hepatis. Was the stricture dilated prior to placing the device?* (if so, please indicate what device(s) were used.) Yes with fs-bdb-6x4. Was resistance encountered when advancing the stent through the obstructed area? No.